Manufacturer narrative:
We have examined the instrument. The package was opened by the customer. We have just observed dust. This can not be done during production. Since everything is cleaned in the cleanroom. We can not trace the cause of the complaint. The white particle may lead to foreign body reaction and if used can lead to patient harm, hence can be concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. (B)(4). Since this is a retrospective review, there is limited information.

Event description:
There is something like white solid material on the tip part of the trocar. Could you please let us know what the white solid material is, and the reason why this was attached? The sample is available for evaluation. No report of any harm to a patient.